Event description:
The customer complained that the bed's hi/low would drift.

Manufacturer narrative:
The technician cleaned the brake assembly and greased the screw drive assembly, which resolved the issue. The bed is operating normally.